Manufacturer narrative:
In the previous MDR, both the serial number and the product UDI number were captured under the product UDI tab and it was corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), kidney disease/toxicity, and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.